Event description:
It was reported that 4 days after a coronary drug eluting stenting treatment procedure a stent thrombosis occurred. The lesions being treated were located in the mildly calcified, 70% stenosed lad and the 90% stenosed mid diagonal (dx) and 90% stenosed ostial dx. The mid dx vessel diameter was 2.0 mm. The vessel was pre-dilated with a minirail 2.5 x 15 mm balloon. The physician placed a taxus express2 8.8% 2.5 x 12 mm drug eluting stent in the mid dx and deployed at 10 atm. He then deployed a cypher 3.0 x 23 mm drug eluting stent in the mid lad and a cypher 2.5 x 13 mm stent in the ostium of the bifurcation of the dx in a crushed stent fashion. The stents were post-dilated with a powersail balloon. The physician tried to place a taxus 3.0 x 12 mm stent in the mid cx but the stent would not cross the lesion. Heparin, nitroglycerin and integrilin were given during the procedure. The intervention was considered successful per the physician. The pt reported 4 days later with left shoulder and arm pain and a myocardial infarction. An in-stent restenosis was confirmed in the mid and proximal dx and mid lad stents. The treatment was an angioplasty with a crosssail 2.5 x 20 mm balloon with five inflations in the mid dx and 5 inflations in the proximal dx. The physician performed one inflation in the mid lad bifurcation with a powersail 3.5 x 8 mm balloon. The physician aslo implanted a vision stent in the mid cx since he was unable to stent the cx in the prior initial procedure, due to not being able to properly position the wire. The stent was post-dilated. Heparin, nitroglycerin and reopro bolus and IV drip were given during the procedure. The pt's status is reported as good.